Event description:
It was reported that the user experienced recurrent low glucose events attributed to meal announcements while using the ilet pump, and the agent observed that the pump delivered excessive insulin for announced meals before recommending advanced troubleshooting, including assessment for a potential factory reset. Symptoms included low blood glucose. Outcomes included use of oral glucose for treatment. Investigation included evaluation of pump reports and customer education and troubleshooting. Investigation of this case revealed that the specific cause of the hypoglycemia was unclear, with reports indicating possible overdelivery relative to meal announcements and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.